Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced, and leads were added due to a cervical pain. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.